Manufacturer narrative:
No display anomaly was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling non-stop. It was also reported the keypad was unresponsive. Customer's blood glucose was 131 mg/dl. The customer could not recall any significant events leading to the keypad issues. It was also found the customer had a battery out limit alarm from removing the battery. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.